Manufacturer narrative:
Date of event was reported as: "(B)(6) 2017 past 3 weeks like". Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2017-25794 for concomitant ins information and issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient felt the stimulation differently lately and stated ¿different things make it not feel right¿. The issue started in the past 3 weeks ((B)(6) 2017). The patient mentioned that they had been using a device called ¿heartmath¿ which used biofeedback (sensor that clipped to their earlobe) to gather data on their breathing and heart rate. They wondered if this could be causing the stimulation issue but stated that they did not think it was the device as it happened whether or not they were using the biofeedback product. The patient was redirected to their healthcare professional (hcp) to discuss the issue. There were no further complications reported or anticipated.